Manufacturer narrative:
Customer states that the bandage took off layers of her skin on her stomach during bandage removal due to the strong adhesive, which caused a lot of irritation and pain, and took a while to heal. Per the customer, she did not seek medical attention or use any treatment, she let the area heal on its own, and it has finally healed. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer states that the bandage took off layers of her skin on her stomach during bandage removal due to the strong adhesive, which caused a lot of irritation and pain, and took a while to heal.